Manufacturer narrative:
Per the clinic, the date of explantation was (B)(6) 2016. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is filed march 3, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the patient experienced poor performance with the device use and a subsequent reduction in clinical benefit. Neural response telemetry was attempted; however, no measurements were obtained. An x-ray revealed that the electrode array was outside of the cochlea. Subsequently, the device was explanted (date not reported). It is unknown whether the patient was reimplanted with a new device, as of the date of this report.